Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant medical products: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4). Product name: stockert 70 rf generator, us catalog #: s7001, serial #: (B)(4). Product name: coolflow® irrigation pump, us catalog #: cfp002, serial #: (B)(4). Product name: lasso catheter, us catalog #: d134301. Product name: ds catheter, us catalog #: d135304. Product name: soundstar eco catheter, us catalog #: 10438577. (B)(4).

Event description:
It was reported that a (B)(6) patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and posterior to the case, it was found that patient suffered a pleural effusion after she complained of chest pain and dyspnea, which was treated with a thoracocentesis. This event also required from surgical intervention and extended hospital stay; when the surgery was performed an active bleed could not be found, but the physician removed a large blood clot. The patient was reported to be in stable condition at the time the complaint was reported and her medical history is unknown. The physician¿s opinion regarding the cause of this adverse event is that this was caused by a combination of patient condition and product. Nevertheless, there were no reported malfunctions with any of the catheters and systems used during the case related to this patient injury.